Manufacturer narrative:
The root cause of the introducer issue could not be determined due to no product returned and a lack of clinical details.

Event description:
The user facility reported a 84-year-old female of unknown ethnicity with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. It was reported that the introducer was leaking at the valve. The sheath was removed and replaced to resolve the noted issue. There was no patient harm reported.